Event description:
It was reported by provider that the hinge attachment is weak and fails often on the solara wheel chair. The provider states it broke on this solara but didn't have additional information regarding the issue and disconnected before call could be transferred.